Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing, nausea, lightheaded, dizziness, headaches. The patient also alleged nasal irritation and sore throat. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged difficulty breathing, shortness of breath, nausea, lightheaded, dizziness, headaches and nasal/throat irritation or soreness. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed evidence of dust contamination on the blower and in the blower. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Pil also observed foam adhering to the tool confirming the presence of degraded sound abatement foam. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. Pil is unable to address the symptoms described. Pil can confirm the presence of dust in the device and airpath. Pil can also confirm the presence of degraded sound abatement foam, however no visible amounts of foam were observed to be missing.